Event description:
A customer reported a cartridge change error with their insulin pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was guided by technical support to check the pump's cartridge and pneumatic tap for issues, clean the area using an alcohol wipe, and successfully reload the cartridge. The problem was resolved, and the customer was instructed to monitor system performance without the need for a cartridge replacement.